Manufacturer narrative:
Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.

Event description:
In 2004, this patient was implanted with gore excluder aaa endoprostheses. In 2007, a second procedure was performed whereby an additional gore excluder aaa endoprosthesis aortic extender component was implanted. The following month, the patient expired. Further investigation is necessary.